Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified that the header is firmly attached to the pacemaker casing. All seal plugs are present. No holes were noted in the seal plugs. All setscrews move freely. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two leaky capacitors. Investigation determined that the premature battery depletion was caused by the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
It was reported that this pacemaker device exhibited premature battery depletion. The pacemaker device was surgically explanted. No additional adverse patient effects were reported.